Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with decreased visual acuity. The lens was exchanged for another lens model 04 years 22 days following the initial procedure. Clinical reason for explant was mentioned as significant glistenings in lens with decreased visual acuity function. Additional information has been requested.